Manufacturer narrative:
As reported, during the device preparation procedure, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured. The procedure was completed by using another mynx device. There was no reported patient injury. The deployer was mynx certified. The mynxgrip vcd was prepped according to instructions for use (IFU). The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, and the advancer tube was observed to have been deployed on the catheter shaft as received. The sealant, syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 1 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during the analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 1 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force used to inflate the balloon, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history record (phr) review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during the device preparation procedure, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ruptured. The procedure was completed by using another mynx device. There was no reported patient injury. The deployer¿s is mynx certified. The mynxgrip vcd was prepped according to instructions for use (IFU). The patient recovered.